Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device had an indication for extract due to pocket dehiscence after changing the generator with drainage. This device was explanted. No additional adverse patient effects were reported.